Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement - vascular.

Event description:
It was reported that a patient that underwent spaceoar placement procedure and experienced a bad hydrogel placement. The hydrogel appeared to be in the veinous plexus. There were no patient complications.